Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient underwent reablation of pulmonary vein isolation procedure and suffered cardiac tamponade which occurred during endocardial ablation after an incidence of steam pop. Title: ¿endo-/epicardial catheter ablation of atrial fibrillation.¿ the purpose of this study was to report feasibility, electrophysiological findings, and clinical outcome using a combined catheter interventional endo-/epicardial mapping and ablation approach in patients with arrhythmia recurrences despite permanent pv isolation. The study was conducted from january 2014 and march 2017. Fifty-nine (59) patients were enrolled in this study. Smarttouch sf thermocool catheters were used in this study, however catalog and lot number were unknown.